Manufacturer narrative:
Follow-up #1: date of submission 03/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2017 with the following findings: the battery compartment was cracked at the threads to the left of the bumper and at case seal below the bumper. Returned battery cap and test cap are able to attach to pump securely and can be removed without defects.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The customer alleged that the battery compartment was found to be cracked and the top of the cap was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.